Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4) implanted: (B)(4) 2005, explanted: (B)(4) 2005, product type: catheter. Product ID: 8709, serial# (B)(4) implanted: (B)(6) 2005, explanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the catheter ¿leakage¿ was identified via MRI and fluoroscopy. The patient¿s catheter was also ¿shredded¿. The pump was moved higher and the catheter was replaced. As of (B)(6) 2005, the patient¿s system was working. However, the patient was ¿on 2.9¿ and that patient was experiencing a lot of pain. The device system was used to deliver dilaudid. The cause of the event, patient symptoms, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.